Event description:
The medical affairs specialist attempted unsuccessfully to speak to the lay user/pt for more clinical info. A letter has been sent to reach the user. The pt's spouse contacted lifescan (lfs) on 10/04/05 alleging high readings on the profile meter. The pt received a 420 mg/dl and 171 mg/dl and did not experience any symptoms at the time of testing. The pt took insulin after attempting to use the meter. The pt visited the physician and a blood glucose test was taken; however, the reading at the physician's office was not provided. The physician did not treat the pt. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The pt had been cleaning the puncture area incorrectly. The meter had been cleaned incorrectly. Cleaning the meter incorrectly can lead to false blood glucose readings. Customer care agent (cca) had the pt clean the meter and run a check strip test and the meter failed using the check strip. Cca sent the pt a new meter.